Event description:
Additional information reported patient's system was explanted on 18 mar 2026.

Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Event description:
It was reported patient experienced unexpected large voltage following a fall. Surgical intervention was undertaken at an unknown time wherein the system was explanted to address the issue.